Event description:
Hill-rom received a report from the account stating the head of the bed would raise on its own without pushing any buttons (self run). The bed was located in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the wire on the right foot control was pinched. No bare wires were exposed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right foot control assembly to resolve the issue. Based on this information, no further action is required.